Event description:
This is a spontaneous case report received from a physician in united states on 18-nov-2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent contraception. Patient experienced pain immediately after procedure. On (B)(6) 2015, abdominal ultrasound showed correct placement of inserts. On (B)(6) 2015, coils were removed by laparotomy salpingectomy. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain immediately after procedure and around 2 months later, had the coils removed per laparotomy and salpingectomy. This event is serious due to medical importance and listed in the reference safety information for essure. Considering the close temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Follow-up information received from physician on 16-dec-2015 patient´s weight was (B)(6) and height was (B)(6). Her concurrent condition included morbid obesity. Previous gynecological interventions were denied. Essure was inserted on (B)(6) 2015 and pain started on the same day. After insertion she used depo-provera as contraception. On (B)(6) 2015, ultrasound was done and was normal. CT scan was also normal. She complained of pelvic pain, cramping, nausea and vomiting. On (B)(6) 2015, ultrasound was done and was normal again. She was negative for (B)(6). On (B)(6) 2015 essure was removed. Product technical complaint results received on 04-jan-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain immediately after procedure and around 2 months later, had the coils removed per laparotomy and salpingectomy. According to follow up information, patient did not present any further pain post device removal. This event is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. Considering the close temporal relationship and the improvement of pain after essure removal causality with suspect insert cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were informed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.